Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The battery compartment was found to be cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/18/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were unexplained pump reboot events observed in the black box data on (B)(6) 2015. The pump was run on a 24 hour basal program using a test cap with no intermittent power or reboot occurrences. There was a battery compartment crack on the side of the battery compartment at the threads and below the bumper at the case seal. The battery cap damaged with torn threads. The battery cap was unable to attach to the pump.